Manufacturer narrative:
Information references the main component of the system and other applicable components are: : product ID neu_ins_stimulator, product type: implantable neurostimulator.

Event description:
Information received from a perspective patient that talked to the ambassador patient. It was reported that the patient's electrode was misplaced. The patient had to have a second surgery to place it correctly. It was indicated the second surgery resolved the issue of placing the electrode. The reporter had no patient info or device info. He gave all detail he knew about this patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.